Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
The machine was checked out at the customer site by a terumo bct technician. An autotest and saline run were performed with no issues found. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause could not be determined. However, it is possible that a clump was the cause of an obstruction somewhere in the replace, remove or plasma lines and is related to the multiple patient fluid balance alarms that were triggered during this run. After the patient¿s fluid balance may be 15% lower than reported¿ alarm was triggered at 58 minutes, the operator¿s only option was to end the run.

Event description:
The customer declined to provide the patient information. Patient gender and weight were obtained from the run data file. No medical intervention was necessary for this event.

Event description:
The customer reported that a patient underwent a red blood cell exchange (rbcx) procedure. During the procedure, the operator received multiple alarms including 'patient fluid balance maybe 15% lower than reported' alarms that caused him to disconnect and end the procedure. Perthe customer, the patient was 'doing fine' post disconnect. They completed the procedure the next day and the patient tolerated procedure well. Patient identifier and age are not available at this time. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to patient hypovolemia.

Manufacturer narrative:
Investigation: per the customer, the fluid input (I) was 2029ml and the fluid output (o) was 2321ml. Hypovolemia was calculated to be 8.78%. The ac ratio was set at 13:1. The run data file (rdf) was analyzed for this event. Based on the run data file analysis, the spectra optia system operated as intended. The spectra optia system is designed to monitor the fluid pumped into the product bag as well as the amount of fluid returning to the reservoir. The upper and lower reservoir sensors are designed to identify unexpected fluid in the reservoir. In the run, the patient fluid balance alarms were triggered when the system detected a discrepancy in the amount of fluid that was expected in the reservoir. This is commonly caused by an obstructioning the replace, remove or plasma lines and the alarm screens provide troubleshooting steps for the operator to follow when the alarms are triggered. It is not clear if the troubleshooting steps were followed to address these alarms during this run. It is possible that this clump was the cause of an obstruction somewhere in the replace, remove or plasma lines and related to the multiple patient fluid balance alarms that were triggered during this run. Dropping the inlet: ac ratio as soon as clumping is observed may help prevent clots from accumulating in the centrifuge. After the ¿patient¿s fluid balance may be 15% lower than reported¿ alarm was triggered at 58 minutes, the operator¿s only option was to end the run. Investigation is in process. A follow-up report will be provided.